Manufacturer narrative:
Additional information received on 07/22/2015. The manufacturer did not receive devices or x-rays for review. Where lot number was received for the device, the device history record was reviewed and found to be conforming. Due to the fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per): - event summary: it was reported by the patient¿s counsel that the patient received an implant on (B)(6) 2011. On (B)(6) 2013, patient underwent medical testing that diagnosed elevated levels of chromium and cobalt. Patient states, through counsel, that the levels increased and eventually required revision surgery on (B)(6) 2015. Review of received data - the patient has a bilateral total hip replacement and the implantation reports for both hips are available for review. The patient underwent total hip replacement on the left side on (B)(6) 2011 and on the right side on (B)(6) 2011. Both hips were revised to a ceramic-on polyethylene articulation on (B)(6) 2015. Present complaint regards the patient¿s left hip and therefore the implantation report of the right total hip replacement is irrelevant. The implantation report dated (B)(6) 2011 reports the implantation of a mmc cup with a metasul head and adapter in combination with an m/l taper stem due to osteoarthritis on the left side. The report states an inclination of 40°and an anteversion of 20° obtaining immediate excellent pressfit stability. According to the procedure described in the notes the surgery did not differ from the surgical technique. The notes of the revision surgery performed on (B)(6) 2015 describe bilateral hip revision. The operative indications state that the patient did well for the first year or so, but then began to experience pain, vague in nature. At this point, the patient had a workup which included an MRI, serum iron levels and the findings were consistent with adverse local tissue reaction. It was elected at this point to go forward recommendation for revision. The operative findings state that on the left side, which was performed first, there was a dehiscence of the posterior pseudocapsule, a moderate synovial response, some grade two changes on the trunnion consistent with some both fretting and corrosion. The operative implants were found to be in excellent position. There was no evidence of any impingement. Findings on the right included some mild metallosis of the synovium, grade-one changes at the trunnion level, however, moderate generalized synovitis, as well as dehiscence of the posterior pseudocapsule. There was no evidence of any abductor muscle/tendon disruption, although there was marked bursitis, more prominent on the right than on the left. The procedure described for the left side can be summarized as follows: during operation the posterior pseudocapsule was found dehiscent and moderate amount of joint fluid and bursitis were found. The implant position is reported to be excellent and after the removal of the head fretting and corrosion were observed. After the removal of the cup and reaming, a stryker cup was implanted. Afterward a size 36 liner was impacted and a biolox delta option head implanted on the retained m/l taper stem. Once the surgery on the left side was completed, the patient was transferred to the other side and the revision of the right hip was performed. The notes regarding the right side report that the taper showed evidence of fretting and corrosion, but not as extensive as on the opposite side. Devices analysis- zimmer mmc cup shows damage from the revision surgery in the form of scratches and damage of the coating probably made by instruments during the surgery. On the anchoring side there are traces of bone attachments and some chipped areas in the cup coating on the articulation side, numerous fine and some coarser scratches are visible. When the components were received the metasul ldh and the head adapter were still assembled and were disassembled for the investigation using an adapter extractor. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. Additionally, in the middle of the taper, two marks can be observed on the inner surface. The reason for the marks stays unknown. The outer surface of the head adapter is inconspicuous. The articulation surface of the metasul ldh shows several slight scratches. There are some isolated nicks and scratches probably deriving during or after removal. Some coarse damage can be observed on the outer edge of the head as well as the taper sleeve which most likely derived from the revision surgery. The head taper shows some possibly organic deposits but is inconspicuous. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis it was reported that the patient received a hip replacement on the left side on (B)(6) 2011 with an mmc cup. On (B)(6) 2013, patient underwent medical testing that diagnosed elevated levels of chromium and cobalt. The levels increased and eventually required revision surgery on (B)(6) 2015. According to the received information, the implants were revised after approximately 3 years and 11 months in vivo. The operative indications state that the implants were revised due to pain and findings (MRI and serum iron levels) consistent with adverse local tissue reaction. The operative findings state that there was a dehiscence of the posterior pseudocapsule, a moderate synovial response, and some changes on the trunnion consistent with some both fretting and corrosion. The operative implants were found to be in excellent position with no evidence of impingement. The notes also states that there was marked bursitis, more prominent on the right than on the left side. There are no x-rays at hand to assess the positions of the implants and the appearances of the articulation surfaces are inconspicuous. On the head taper surface changes in form of fretting corrosion were observed. The reason for these surface changes remains unknown. In conclusion it can only be assumed that the pain and the findings consistent with adverse local tissue reaction leading to the revision surgery could possibly be related to the surface changes seen on the head taper. Conclusion summary in conclusion it can only be assumed that the pain and the findings consistent with adverse local tissue reaction leading to the revision surgery could possibly be related to the surface changes seen on the head taper. However, an exact root cause could not be determined the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
Additional information was received on (B)(6) 2015. It has now been reported that the patient was implanted a zimmer mmc cup 58mm/50mm code p on the left side on (B)(6) 2011. The patient underwent testing that diagnosed elevated levels of chromium and cobalt. Patient stated, through counsel, that the levels increased and eventually required revision surgery on (B)(6) 2015.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information: it was reported that patient received a zimmer mmc cup 58mm/50mm code p on (B)(6) 2011. On (B)(6) 2013, patient underwent testing that diagnosed elevated levels of chromium and cobalt. Following, a revision surgery was performed on (B)(6) 2015 due to pain, metallosis, adverse local tissue reaction and elevated metal ions. No x-rays or pictures were provided. Operative report of primary implantation in left hip, dated (B)(6) 2011: patient received a mmc 58mm due to osteoarthritis in left hip. The surgeon states that the cup was positioned at 40° inclination and at 20° anteversion. No other conspicuous information. Revision report of primary implantation in left hip, dated (B)(6) 2015: no conspicuous information stated. A technical investigation was not possible to perform, as no product is at hand for investigation. Possible causes for the reported event according to dfmea: line 1 : increased wear -> due to clearance too small - rim loading. Line 2 : increased wear -> due to clearance too large. Line 3 : third body wear -> due to ti-vps particles between the femoral and acetabular component. Line 4 : third body wear -> due to ti-vps particles between the femoral and acetabular component. Line 5 : third body wear -> due to bone cement between the femoral and acetabular component. Line 6 : no self polishing - (run-in phase) leads to increased wear -> due to inadequate articulation material. Line 7 : increased wear -> due to perpetual boundary lubrication of articulation due to in proper design parameters (e.g. Diameter, roughness, etc.). Line 12 : increased number of wear particles -> due to chemical corrosion. Line 16 : reduced rom, increased wear -> due to component malpositioning. Line 18 : increased wear -> due to component mismatch (wrong size). Line 19 : increased wear -> due to component damaged during operation - scratches on articulation surface. Line 20 : increased wear -> due to wrong pairing due to missing """"metasul"""" sticker. Line 24 : increased wear -> due to component gets paired with the wrong articulation counterpart and / or component due to zimmer compatibility website does not include the durom components. Line 29 : increased frictional torque, increased wear -> due to in case of revision of sra cup is kept in place and femur is revised to an ldh. Line 30 : increased loading on the cup, increase wear and friction -> due to increased or decreased offset when a ldh is used instead of a surface replacement component. Line 31 : third body wear -> due to ha particles between the femoral and acetabular component. Line 32 : increased wear -> due to component damaged during operation - scratches on articulation surface. Line 33 : increased metal ion concentration -> due to renal insufficiency. 2. Comparison to investigation results whether it is possible and justification: line 1 : possible -> x-rays not returned for analysis, cannot be excluded. Line 2 : possible -> x-rays not returned for analysis, cannot be excluded. Line 3 : possible -> part not returned for analysis, cannot be excluded. Line 4 : possible -> part not returned for analysis, cannot be excluded. Line 5 : not possible -> uncemented stem implanted . Line 6 : not possible -> the material compatibility specification certify the suitability of the material and the documents of material for (cup and head indicate that there was no material fault. Line 7 : not possible -> an adverse trend or a systematic issue due to inadequate design would have been detected through trend analysis. Line 12 : possible -> part not returned for analysis, cannot be excluded. Line 16 : possible -> x-rays not returned for analysis, cannot be excluded. Line 18 : not possible -> the compatibility check was performed from and showed that the product combination was approved by zimmer. Line 19 : possible -> part not returned for analysis, cannot be excluded. Line 20 : not possible -> the compatibility check was performed from and showed that the product combination was approved by zimmer. Line 24 : not possible -> the compatibility check was performed from and showed that the product combination was approved by zimmer. Line 29 : not possible -> primary implantation was performed with mmc. Line 30 : possible -> neither parts nor x-rays returned for analysis, cannot be excluded. Line 31 : possible -> part not returned for analysis, cannot be excluded. Line 32 : possible -> part not returned for analysis, cannot be excluded. Line 33 : possible -> patient history not known, therefore cannot be excluded. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on august 13, 2015. A legal claim was raised. It was reported that patient received a zimmer mmc cup 58mm/50mm code p on (B)(6) 2011. On (B)(6) 2013, patient underwent testing that diagnosed elevated levels of chromium and cobalt. Following, a revision surgery was performed on (B)(6) 2015 due to pain, metallosis, adverse local tissue reaction and elevated metal ions.

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on an unk side (exact date is unk). Currently, the pt is being monitored due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be/is related to the issues for which zimmer implemented a notification in july 2008 as reference above. Should additional info become available and/or the device(s) be returned for eval and an investigation result is available, an amended med device report will be submitted. (B)(4)